Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. The event occurred during device setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Date of the event was reported as "some weeks" in 2022. The device was not returned and is at the end of life; therefore, a device analysis will not be completed. Should additional relevant information become available, a supplemental report will be submitted.